Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zct525 7.0 diopter intraocular lens (iol) was implanted into the patient's right eye (od) on (B)(6) 2018. One day post-op the patient had a refraction surprise of approximately +1.50 cylinder. Reportedly, the patient had blurry vision at distance that significantly interfered with activities of daily life. Pre-op: corrected visual acuity 20/30; post-op: 20/100. The lens was explanted on (B)(6) 2018. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for evaluation. The customer''s reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received or this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Device evaluated by MFR: placeholder.